Event description:
Per sample evaluation results on (B)(6) 2023, it was reported that the arctic sun unit returned without power inlet module, installed power inlet module in decontamination. Per procedure the control panel coin cell battery has reached an age of or beyond 2 years old and requires replacement. The l-tube & double l-tubing appears distended/expanded however water flow was not impeded it will be replaced preventatively. Initial test, observed erratic fluctuation in flow.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per sample evaluation results on 18aug2023, it was reported that the artic sun unit returned without power inlet module , installed power inlet module in decontamination. Per procedure the control panel coin cell battery has reached an age of or beyond 2 years old and requires replacement. The l-tube & double l-tubing appears distended/expanded however water flow was not impeded it will be replaced preventatively. Initial test, observed erratic fluctuation in flow .